Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd posiflush¿ pre-filled saline syringe experienced leakage. The following information was provided by the initial reporter: it was stated that 2 of their home patients were complaining of posiflush leak. Video sample was attached. There was patient involvement.

Event description:
It was reported that 2 bd posiflush¿ pre-filled saline syringe experienced leakage. The following information was provided by the initial reporter: it was stated that 2 of their home patients were complaining of posiflush leak. Video sample was attached. There was patient involvement.

Manufacturer narrative:
H6: investigation summary: to aid in the investigation of this issue, a video sample was provided for evaluation by our quality engineer team. Through examination of the video, it has been determined that the most probable cause for the issue was customer misuse. It is important to note that the posiflush syringes are pre-filled single use syringes only intended for flushing. As a lot number was unknown for this incident, a review of the production history records could not be performed and as the physical sample was unavailable for return, a thorough sample analysis could not be completed.